Manufacturer narrative:
MFR site eval: samples received: 12 unopened pouches. Analysis and results. There are no previous complaints of this code batch; (B)(4) units of this code batch were manufactured and distributed, there are no units in stock. Received five closed samples. Tested the knot pull tensile strength of the samples received and the results fulfill the OEM requirements. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: complaint is not justified. Corrective/preventive actions: na.

Event description:
Country of complaint: (B)(6). The suture is breaking when knotting. This is 2 of 3. (Ref MDR 2916714-2015-00677, 00679.)